Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) went to a 6 month check up about 4 months ago and was informed that the ins battery longevity left was showing 2 years, and now, their ins battery was saying 10 months left during their last visit (date not provided), instead of 4 years like the patient assumed it should have been. The caller later stated that the battery had depleted down from 2 years to 10 months left over a 6 month period. The caller was concerned, and had mentioned they were working with their neurologist. The caller mentioned that they discussed with their neurologist getting mdt involved, and had mentioned expecting to get a call from a manufacturer representative (rep). The caller stated they had not informed a rep of the issue, but that the neurologist had not heard from mdt and they did not know if a rep was ever informed by the neurologist of the issue. The caller stated their next appointment with their neurologist was on november 7th, and the caller was concerned that the battery could deplete faster than 10 months as shown since they had just been informed they had 2 years left and now they were seeing 10 months left. The caller requested a rep be notified and involved in next steps. The caller stated during the next appointment, their hcp told them they would see if changing settings could prolong the battery life, and discuss possibly changing the battery or change the system to another companies system as they were going to have to replace the ins quicker than they had thought. Pss reviewed longevity information and general function of the battery timeline status. The issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient¿s device only lasted around a year and were curious about changing patient¿s settings to increase battery longevity in the future.